Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported will not recognize door closed, which was reproduced after loading a tube and closing the door. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump will not recognize door closed. It was also reported there was no pt involvement.